Event description:
Caller reported air bubbles and gaps in the infusion set tubing during pumping. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to load a new cartridge using the proper technique, successfully resolving the issue and allowing them to resume insulin therapy.